Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received or evaluated on site and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis using an ak 96 machine, the patient experienced "heart fatigue, shortness of breath, and chest tightness" after treatment. The patient's pre-dialysis weight was 41.4kg and the post-dialysis weight was 43kg. The hemodialysis machine was replaced and hemodialysis was repeated. After the treatment, the patient's weight was measured at 39.3 kg. It was reported that the patient's heart fatigue, shortness of breath, and chest tightness resolved. It was reported that the patient's condition remained stable. No additional information was available.